Event description:
A malfunction code "malf 24" was reported, indicating an issue with the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by replacing the pump, which was still under warranty. The customer was advised to switch to manual delivery injections temporarily and was provided with instructions for returning the faulty pump and setting up the new one. The customer received a shipping address confirmation and was informed that a signature would not be required for delivery. The customer acknowledged all instructions and understood the steps necessary to use the replacement pump.